Manufacturer narrative:
(B)(6) 02/15/12 - follow-up #001. Initial (B)(4) issued MFR report #1525712-2011-00054. Visual and electrical measurements indicate that the park brake coil failed. This caused drag on the motor and the condition indicated in the complaint. Inspection of the park brake wiring showed signs of overheating. The brake coil could not generate enough magnetic force to release the brake disk. The brake coil's resistance measured 47ohms, this is within specification. No is injury reported. While driving their chair, the consumer allegedly saw smoke coming from wiring on the chair. It is unknown if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have occurred. Manufacturer is working to have the chair serviced and the suspect components, returned for evaluation. Malfunction is not confirmed. MDR filed based on alleged smoke observed.

Event description:
The consumer alleges the chair would not steer properly and then the wiring allegedly started to smoke. No injury is alleged.

Manufacturer narrative:
No injury reported. While driving their chair the consumer allegedly saw smoke coming from wiring on the chair. It is unk if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have occurred. Manufacturer is working to have the chair serviced and the suspect components, returned for evaluation. Malfunction is not confirmed. MDR filed based on alleged smoke observed.

Event description:
The consumer alleges the chair would not steer properly and then the wiring allegedly started to smoke. No injury is alleged.